Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that an uvc was placed (B)(6) 2011. On (B)(6) 2012, the uvc was noted to be leaking just below the hub were the catheter is joined. The uvc was removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.